Event description:
It was reported that a pixel issue occurred on the pump display, affecting the customer's ability to interact with or read the screen. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.